Event description:
It was reported that the pt underwent surgery for posterolateral fusion at l4-s1 with hardware at l4-s1. No pedicles at l5 so no hardware implanted at that level. It was reported that the construct failed when both s1 screws broke in the middle. Pt underwent a revision surgery approximately 4 months post-op.

Manufacturer narrative:
The devices were returned to medtronic for evaluation. One screw is broken roughly at the third/fourth thread from the head component and the other screw is broken roughly at the fourth/fifth thread from the head component. Sem analysis found that the failure appears to be a combination of bending loads and/or torsion failure.